Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity had fallen from 32% to 16% in approximately 8 days. Boston scientific technical services (ts) reviewed the data and found that the power consumption had been increasing in a gradual fashion. Device replacement was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity had fallen from 32% to 16% in approximately 8 days. Physician received a battery depletion alert. Boston scientific technical services (ts) reviewed the data and found that the power consumption had been increasing in a gradual fashion. Device replacement was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported. Information was later received that this device displayed a battery depletion error and was subsequently. Explanted and successfully replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information documenting the device explant with changes to b5: describe event or problem as well as coding in h6: impact codes and h6: device codes fields.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity had fallen from 32% to 16% in approximately 8 days. Physician received a battery depletion alert. Boston scientific technical services (ts) reviewed the data and found that the power consumption had been increasing in a gradual fashion. Device replacement was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported. Information was later received that this device displayed a battery depletion error and was subsequently. Explanted and successfully replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains additional information documenting the device explant with changes to b5: describe event or problem as well as coding in h6: impact codes and h6: device codes fields.

Manufacturer narrative:
Should additional information become available, this report will be updated. This report contains updated h6 analysis coding based on device data analysis.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity had fallen from 32% to 16% in approximately 8 days. Boston scientific technical services (ts) reviewed the data and found that the power consumption had been increasing in a gradual fashion. Device replacement was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported.